Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.